Event description:
It was reported that during a da vinci-assisted hiatal hernia repair procedure, the surgeon realized that a needle was left in the patient and could not be located. The first needle used to suture was put aside in the patient's anatomy and when the surgeon started suturing with a 2nd needle, it was realized that the 1st needle had not been removed and could not be located. The surgeon could not locate the needle with the robot attached so the staff brought in an x-ray machine to help locate it. The surgeon eventually found the needle and was able to remove it. No patient injury was reported, and the case was converted to traditional laparoscopic surgery to complete. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no injury to patient as the needle was found eventually. There was an assist port placed for bedside assist.

Manufacturer narrative:
There is no report that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.